Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient is doing well with the new device. Explanted device will not return due to facility policy.